Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the products. The products arrived in the original packed and unopened folding boxes. Additionally, the products were sent to the manufacturer for further analysis. Based on the analysis of the manufacturer (see (B)(4)): "however, no deviations were found in these parts. Unfortunately, the cause of the defect for the parts subject to complaint could not be definitively determined." Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case ((B)(4)) was requested. Any action regarding CAPA will be addressed with this case.

Event description:
It was reported that there was an issue with fs618su - orthopilot cap single-use markers. According to the complainant, the navigation with fs100, tkr2, cap marker. No stable visibility of the tibia transmitter. Balls exchanged, no improvement. Navigation aborted, continued with manual surgical technique. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00025 (400508185 - fs618su).

Event description:
It was reported that there was an issue with fs618su - orthopilot cap single-use markers. According to the complainant, the navigation with fs100, tkr2, cap marker. No stable visibility of the tibia transmitter. Balls exchanged, no improvement. Navigation aborted, continued with manual surgical technique. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2022-00025 (400508185 - fs618su).

Manufacturer narrative:
Investigation results: visual investigation: we made a visual inspection of the products. The products arrived in the original packed and unopened folding boxes. Additionally, the products were sent to the manufacturer for further analysis. Based on the analysis of the manufacturer (see (B)(4)): "however, no deviations were found in these parts. Unfortunately, the cause of the defect for the parts subject to complaint could not be definitively determined." Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. The results of the review will be documented in pc notification. If the review shows any conspicuities, the report will be updated and actions will be initiated. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a product safety case ((B)(4)) was requested. Any action regarding CAPA will be addressed with this case.